Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID: (B)(6). Device is an instrument and is not implanted/explanted. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records review was conducted. The report indicates that the: part 314.291, lot 09.9041, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 04.may.2009 , no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a right hip fracture surgery(B)(6) 2016. The surgeon was performing a trochanteric fixation nail while using sliding mechanism with the collinear reduction clamp , the handle broke. The surgeon was able to continue the surgery with just using the clamp. No delay in surgery, no additional medical intervention required. This complaint is for one device. Concomitant devices reported collinear reduction clamp (part# unknown, lot # unknown, quantity 1). This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
A product investigation was completed: a device history record (DHR) review, visual inspection, functional test, drawing review, complaint history review, and risk assessment review were performed as part of this investigation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. A DHR determined that the device was manufactured in (B)(4) on may 04, 2009. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Per the technique guide, this device is used in conjunction with an attachment arm to construct the collinear reduction clamp. This clamp is intended to assist in achieving and maintaining fracture reduction in minimally invasive techniques. The device was received with the black handle broken. The break is roughly transverse and located at the inferior screw. The broken pieces align such that no missing portions were observed. Dents and slight deformation were observed on the distal teeth and dents were also observed on the proximal knob. The two black sterilization windows were not returned. The balance of the device shows surface wear consisted with use and is in working condition. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing /manufactured revision for the top level assembly and the handle component drawing was performed. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No definitive root cause was able to be determined. However, the failure mode is typically associated with excessive loading and/or rough handling. The applied force during use likely permitted final separation. Proper care and maintenance is addressed in the product literature. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.